Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a an advanix stent with naviflex delivery system was to be implanted during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2025. During the procedure, the black inner stylet broke. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a advanix-naviflex rx delivery system was to be implanted during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2025. During the procedure, the black inner stylet was broke. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: a naviflex rx delivery system was received for analysis. A visual inspection found that the guide catheter was not returned; however, the pull wire and the pushed catheter were kinked. Product analysis was unable to confirm the reported guide catheter break due to the absence of the guide catheter. The additional investigation findings of pull wire and push catheter kinked were most likely due to procedural factors as lesion characteristics, handling of the device, the technique used by the physician could have resulted in the damages encountered to the device. Taking all available information into account, and in the absence of the guide catheter for direct analysis, the most probable cause of the reported event remains undetermined. Therefore, the investigation has been assigned a conclusion code of cause not established.